Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to be in good condition. There was no evidence in the event history log. Functional testing was unable to verify or duplicate the reported problem. The device functioned as intended and passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device and treatment was unable to be stopped. Two occurrences for one patient reported. The second malfunction occurred on (B)(6) 2024. There was a patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.